Event description:
Alcon clear care plus with hydraglyde. Used this product as directed with the special lens case. After soaking contact lenses for over 8 hours, put the contact lenses in eyes and caused severe pain, stinging, and that was so severe that it was difficult to remove the lenses from eyes. Pain lasted for over an hour and gradually subsided. Had temporary blurry vision, contacts lenses were trashed and had to wear glasses for 24 hours before could resume wearing a new pair of contact lenses. Reason for use: contact lens cleaner.